Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio iq warranty meter displayed an inaccurately high result compared to his feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the meter was reading inaccurately at around 10:30 pm on (B)(6) 2017, when he obtained an alleged inaccurately high blood glucose result of ¿18.0 mmol/l¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with a combination of humalog and lantus insulins, together with other oral medication. He reported that prior to obtaining the alleged inaccurately high result, he had felt ¿disoriented¿ which he associated with ¿hypoglycemia¿. He reported that he ate a rice crispy square and called for an ambulance which arrived within 10 minutes. He indicated that the paramedics obtained a blood glucose result of 2.9 mmol/l on the emergency medical services meter at approximately 10:40pm and he was treated by the paramedics with glucose tablets/glucose gel. During troubleshooting, the csr established that the subject meter was set to the correct unit of measure and the patient¿s test strips had been stored correctly and were within expiry date. The patient did not have control solution available to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event which required medical intervention, while using the product. Although the alleged inaccurate result was obtained after the start of the patient¿s symptoms, the subject meter could not be ruled out as a cause or contributor to the event.